Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to intermittent noise, ventricular fibrillation (vf), and an impedance spike on the right ventricular (rv) lead. At the time of the shock, the patient had been at the hospital residence on the floor and seated against an electronic reclining chair. It was determined that the episode was caused due to electromagnetic interference on the implantable cardioverter defibrillator (ICD)¿om the electronic chair. The lead and device remain in use. No further patient complications have been reported as a result of this event.